Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the spouse had to call 911 at 3:45 am because the patient exhibited symptoms of diabetic ketoacidosis (not confirmed and not likely as the patient was hypoglycemic). The patient experienced feeling confused, was groaning, and was soaked and puzzled, he also tumbled from the bed. The cgm displayed a reading of 58 mg/dl. The wife then utilized the accu-check glucometer to prick his finger, but it malfunctioned, leading her to believe pt was low, so she promptly gave glucagon before the emergency medical technician (emt) reached the house. Upon emt's arrival, cgm showed a reading of 78 mg/dl, while bg displayed a value of 40 mg/dl. They took the patient to the hospital, and a CT scan was performed after his fall from the bed, leading to his head striking the floor. Cgm was still at 78 mg/dl while bg recorded 40 mg/dl. Intravenous fluids were administered to him. After a four-hour stay, he was discharged from the hospital at 8:15 am due to normal CT scan results and effective physical therapy. When the patient arrived home cgm was 103 mg/dl and bg was 116 mg/dl. No other details were documented. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when taken by the paramedics. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.